Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm ran the iabp unit on a trainer and the customer's ECG cable, lead wires and a minisim to rule out a bad cable or lead wire set. The stm was unable to duplicate the issue and noted that the customer had stated that they may have gotten the connection wet while wiping the iabp unit down during the cleaning process. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the ECG signal on the cardiosave intra-aortic balloon pump (iabp) was difficult to obtain and retain. The customer reported that a consistent signal was obtained by "jiggling" the ECG cable connection. The customer confirmed that the connections were secure but stated that something was "worn out" and did not provide further clarification. The customer switched the ECG cables in an attempt to correct the issue, but the same result occurred. The patient was supported in pressure trigger mode throughout therapy and was later transported to the ICU with the same iabp unit in ECG trigger mode. There was no patient harm and no adverse event was reported.